Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch for the plee60a was not provided; therefore, the manufacturing records could not be reviewed. As the plee60a was not returned, only analysis of the cartridge reloads used with the device could be performed. Cartridge reload evaluation: the analysis results showed that two gst60b cartridges reloads were received. The reloads were received fully fired and with damage on cartridge deck. No functional test could be performed due to the condition of the reloads. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. Batch: r58a4t. Manufacture date: 04/27/2018. Expiration date: 03/27/2023. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The analysis results showed that one gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. Batch: r57j87. Manufacture date: 03/24/2018. Expiration date: 02/24/2023. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, significant oozing seen on staple line on stomach immediately upon firing prior to manipulation by graspers. >=15 seconds compression, gold 1st firing transverse pulse firing. Blue vertical 2nd and 3rd firings. Managed with many clips applied on staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). One video was provided. At the 2:13 mark a device with a white reload loaded is introduced. At the 2:21 mark the device is placed over tissue. At the 2:33 mark the device is removed from tissue and no bleeding is noted and the staples are appreciated them with the proper b formed shape. At the 27:47 mark a device with a gold reload loaded is introduced. At the 28:17 mark the device is placed over tissue. At the 28:47 mark the device is removed from tissue and no bleeding is noted and the staples are appreciated them with the proper b formed shape. At the 31:03 mark a device with a blue reload loaded is introduced. At the 31:18 mark the device is fired over tissue with a staple line already placed. At the 31:49 mark the device is removed from tissue and bleeding is noted and the staples are appreciated them with the proper b formed shape. At the 32:38 mark a device with a blue reload loaded is introduced. At the 32:50 mark the device is placed over tissue. At the 33:47 mark the device is removed from tissue and no bleeding is noted and the staples are appreciated them with the proper b formed shape. At the 34:19 mark a device with a white reload loaded is introduced. At the 34:34 mark the device is placed over tissue. At the 34:50 mark the device is removed from tissue and no bleeding is noted and the staples are appreciated them with the proper b formed shape. Based on the video alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.